Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3889-28, lot# va0fkvg, implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported that the patient developed an infection once implanted. The patient¿s device was explanted. Additional information was requested, but was not available as of the date of this report.